Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent revision total hip surgery after experiencing pain. Surgeon reported observing signs of metallosis.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Other device used: catalog #unk, unknown zimmer hip stem, lot #unk. The part numbers and lot numbers are unknown; therefore the manufacturing records and complaint history could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. The devices are used in the treatment of the patient. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. With the information provided, a definitive root cause cannot be determined.